Event description:
Information was received from a patient. It was reported that their first system was removed, ¿repositioned,¿ and replaced. The patient reported that the device didn¿t work to relieve their pain. They stated that the ¿device was horrible¿ and that they felt a buzzing sensation. It was noted that the patient wasn¿t sure if the leads were replaced or revised from that implant. The device was implanted on (B)(6) 2001 and it was unknown when it was explanted. Indication for use is failed back surgery syndrome.